Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During removal of prosthesis after fitting and prior to placement, the guide of pushing block was incorrect and the implant was smashed. The surgeon noticed a pin on the tial plate and removed it. The second pin was not seen; x-ray was taken. The second pin was not found. Surgeon has assured the pin is not retained in the patient.